Event description:
It was reported there was a problem with recharging. Coupling and a possible issue with one of the cords was noted. The pt was also unable to adjust stimulation with the pt programmer. An implantable neurostimulator (ins) over discharge was suspected. It had been 1-2 months since the pt last recharged or felt stimulation. Additional info received that the pt had the "metal" taken out. The pt underwent a total hip replacement for the pain.

Manufacturer narrative:
(B) (4)